Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep reset the number two circuit breaker. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the sys would not boot up. No pt injury was reported.